Event description:
It was reported that this newly implanted pacemaker was exhibited oversensing of noise, as well as low amplitude morphology measurements on the right atrial channel. The patient was reported to have had an atrioventricular node ablation one day after the implant of the pacemaker. Boston scientific technical services provided troubleshooting options to the field and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated x-ray imaging was provided for review, which showed no abnormalities with the right atrial (ra) lead. The ra sensitivity of the pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this newly implanted pacemaker was exhibited oversensing of noise, as well as low amplitude morphology measurements on the right atrial channel. The patient was reported to have had an atrioventricular node ablation one day after the implant of the pacemaker. Boston scientific technical services provided troubleshooting options to the field and the pacemaker remains in service. No adverse patient effects were reported.